Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was displaying lower values of o2 concentration than set. The ventilator was investigated on site by our field service engineer. According to service report the unit failed o2 sensor test and alarmed for low o2 concentration during the pre-use check. The issue was resolved by adjusting the nozzle unit. No parts replaced. No root cause can be established. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module.

Event description:
It was reported that the ventilator was displaying lower values of o2 concentration than set. There was no patient harm reported. Manufacturer's ref. (B)(4).